Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xtw (51022a1057) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt (50408a1070) was then inserted and grasping was performed. However, mr was unable to be reduced. Therefore, the clip was removed from the patient. It was noted that tissue injury was suspected on the lateral side of the implanted clip, the first clip was noted to be stable on both leaflets, and there were no device issues with the second clip. The procedure was completed with one clip implanted, and the mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury and mitral valve insufficiency/regurgitation associated with unchanged mr was unable to be determined. The reported patient effect of unspecified tissue injury and unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.